Event description:
Two items were reported to me yesterday. These two items had noticeable debris and was taken out of the room before the patients were brought in. E-mail sent to sales rep. Manufacturer response for bowl in procedure pack, (brand not provided) (per site reporter). Notified via email on [redacted date].